Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that the green stripe tubing connected to the bottom of the sheath flow coil had come off of the coil. The fse replaced that section of the green stripe tubing with a new piece that fixed the leak. Failure mode was attributed to a diluent tubing that had popped off behind the left rear panel of the unit. However, the instrument generated backwash tank not full error alerting the operator to an instrument problem. Beckman internal identifier number for this report is (B)(4).

Event description:
The customer reported to beckman coulter (bec) a liquid leak underneath the blood sampling valve (bsv) of the coulter lh 750 hematology analyzer during a startup. The volume of the leak was 20-30 ml was not contained within the analyzer. The instrument generated backwash tank not full error. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no contact or biohazard exposure to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.